Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has a chronic driveline infection, and the pt's "mental status" began to change. A head scan was completed and showed a small bleed. Neurology was consulted and there was a follow-up with serial head computed tomography (CT) scans. His international normalized ratio (inr) goal was reduced to 1.5 - 2.0. The pt was transferred to rehab and was discharged to home approx 6 days later. It was reported that the pt had no residual effects from the right occipital cerebral hemorrhage. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported event could not conclusively be determined. The patient remains ongoing on lvad support and no further related issues have been reported. However driveline infection and bleeding are listed in the device¿s instruction for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.